Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the wire broke intra-operatively and a portion of the wire was left in the patient's radius. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.2mm kirschner wire broke into two fragments during a radial fracture procedure on (B)(6) 2017. One fragment was removed and one fragment remained in the patient's radius. The surgery was successfully completed with no surgical delay and satisfactory patient outcome. This complaint involves one device. This report is 1 of 1 for (B)(4).